Event description:
Reporter indicated that upon interrogation at office visit, it was noted that magnet activations were not registering in device programming history. The last recorded magnet activation was from approx one month ago. The pt is non-verbal and cannot communicate whether or not pt feels magnet mode stimulation when the device is swiped with the magnet. The pt's family member reported that use of the magnet used to abort the pt's seizures really well, but that now the magnet does not seem to be working. Magnet mode diagnostic testing of the device was unsuccessful. Attempts to reset the pt's device were also unsuccessful. Neurologist plans to schedule generator replacement surgery.